Event description:
Boston scientific sphincterotome noted to be bowing in the wrong direction after being inserted into the scope. Defective sphincterotome was removed prior to use of cautery, therefore, no harm to patient. A second sphincterotome kit was opened and used with cautery without incident and procedure was successfully completed. Company was notified.